Event description:
It was reported that the patient with this pacemaker device stated that their remote communicator displayed a red call doctor icon. A boston scientific company representative discussed with the patient and opted to send cellular adapter. The patient-initiated interrogation was enabled, and the patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported.